Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 16oct2023, it was stated that the device was not repaired by philips or a 3rd party company because the customer completed the repair on their own and confirmed that the device was returned to normal use. It was confirmed that the issue was caused by a faulty power management board. The asp stated that the device was not in use at the time of the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an ac issue when the device was turned on. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer spoke with a philips engineer, and it was determined that a power management (pm) printed circuit board assembly (pcba) needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
H11: it has been determined that this record houses the same device issue as another record that came in from alternate source system. As a result, the earliest become aware date of 09/26/2023 will be used for this record. This investigation remains ongoing.